Event description:
It was reported that the patient presented in the hospital after receiving a vibratory patient alert. Upon interrogation, high, out of range hv lead impedance was observed. The physician chose to reprogram the device and monitor the patient. It was later reported that during lead extraction the patient expired from complications due to the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that pre and post-operative diagnosis: cardiac arrest with acute hypovolemic shock following superior vena cava tear. The patient developed hypotension and there was evidence of pericardial effusion, cardiac tamponade and pleural effusion on the echocardiography. Pericardiocentesis was perform; however was not successful.